Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked. The damage to the nose cone did not prevent the instrument being attached to the handpiece. The handpiece was assembled and disassembled without difficulty. Then, the handpiece was evaluated with a test instrument and a ¿no uses remaining- replace hand piece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the hand piece has already been used 95 times. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. In addition, degradation of the hand activation wire outer jacket was observed. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. The handpiece is a re-useable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining- replace hand piece¿ alert screen advises that the hand piece has reached the end of life. This is not related to a functional failure. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It has been reported that the handpiece got stuck with the scissors of the disposable. The handpiece is not under warranty anymore. No harm to the patient. No information on if any procedure was involved.